Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had the anchor still attached to the inserter and broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 4.5hlx adv br anc-dyna str/bl would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with improper instrument use, axial misalignment or levering during insertion. As per instructions for use IFU: inserting the awl or drill to less than the specified depth, axial misalignment, or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a shoulder arthroscopy surgical procedure it was reported that the 4.5hlx adv br anc-dyna str/bl anchor device was broken off. It was reported that the surgeon changed another 4.5hlx adv br anc-dyna str/bl anchor device to continue the surgery, but the same problem happened again. It was reported that all broken pieces were removed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.